Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, the lead exhibited what appeared to be electro magnet interference during a atrial episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Regulatory report #2649622-2018-05046 is redacted. The event is related to the implantable cardioverter defibrillator (ICD), and is captured in regulatory report for product: ddbb1d4, s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.